Event description:
It was reported that a single-piece monofocal intraocular lens (iol) was explanted due to an unknown regain. Other patient injuries, interventions and outcomes was unknown. No other information is available.

Manufacturer narrative:
Additional information: section b3: date of event: unknown, not provided, but the best estimate date is between 5/12/2023 and 09/12/2023. Section d6a: if implanted; give date: unknown/ asked but not available. Section d6b: if explanted; give date: unknown/ asked but not available. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.